Manufacturer narrative:
The hba1c reagent lot number was 83940601 with an expiration date of 31-jul-2026. The customer calibrated the assay's component applications separately based on the provided calibration data. The customer stated that the qc recovery was lower on the analyzer compared to their other analyzers. The preanalytical handling and alarm trace did not indicate any issues. The field service engineer (fse) determined that the cause was due to the vacuum bottle, vacuum valve, and a clogged nozzle. The fse decontaminated the instrument, adjusted the fluidic levels, the rinse levels, and the gear pump. He then replaced the vacuum bottle, the vacuum valve, and the nozzle. He performed mechanism checks, cell blank, and sample testing, and they were all acceptable. The instrument was performing within specifications. The investigation determined that the service actions resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for 35 patient samples tested on a cobas 8000 cobas c 502 module. One example of discrepant results was provided: initial result: 7.3 %. The customer mentioned that the qc values were consistently lower compared to other modules at their facility, and performed a comparison test. Repeat result from an unspecified analyzer: 8.2 %. The repeat result was deemed to be correct.